Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached (clavicle-rib crush) in the medial section, with blood on proximal conductor and inner insulation torn; full lead was returned and analyzed. (B)(4): outer insulation breached depression, and blood noted on all conductors and helix; distal segment returned and analyzed.

Event description:
It was reported there was intermittent oversensing on the rv and ra leads, and that the ventricular threshold was high. The leads were explanted and replaced. It was noted that at explant, the rv lead was cut during extraction and the insulation was torn. No patient complications have been reported as a result of this event.